Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on (B)(6) 2013 for further investigation. Fse conducted follow-up with the customer over-the-phone to address the reported event. The fse was informed that the customer is not running whole blood samples only serum. Fse requested the customer to empty the waste bottle and rinse it thoroughly with a 10% bleach solution. On a follow up call to the customer on (B)(6) 2015, the customer reported that after cleaning the waste bottle as requested and running many patient samples there is no more red tinted solution in the waste bottle. The probable cause of the event was unknown. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 the customer reported the waste bottle is filling up with blood-red tinted solution. The customer indicated that they completed the wash probe maintenance , replaced the tip and cleaned the wash well. Also, they checked the sample probe and its intact. There were no leaks observed inside or outside of the instrument. Customer requested service in order to address the reported issue which resulted in delayed reporting of results for e2. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.